Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the base between the grips. The maryland bipolar forceps passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the maryland bipolar forceps instrument had a chip at the base end. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer reported no fragment fell into the patient and no photos or videos available for review.